Event description:
Facility reported the dialyzer was primed without incident. At start of the treatment, blood leaked from the header and from a crack in the housing. Estimated blood loss 150cc. No medical intervention. Dialyzer was a dry pack, not preprocessed. Event date is not known (happened some time ago). The sample was discarded by the user MDR filed on blood loss.